Manufacturer narrative:
The hillrom technician found the bed brake casters needed to be replaced. Per the hillrom service manual it is necessary for the excel care® bariatric bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the casters annually for cuts and wear. Repair or replace as necessary. Set the brakes. Make sure the bed does not move. Make sure the steering mechanism operates correctly. Repair or replace the brake and steer mechanism as necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on (B)(6) 2021. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the bed brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating brake not fully holding when brake engaged. The customer reported that the bed's brakes were not working and the patient slipped from the bed, there was no harm to the patient. The patient was being assisted back to bed by three caregivers, the bed began to slide, and the caregivers were able to support the patient and put him safely back to bed. The bed was located at the account. This report was filed in our complaint handling system as complaint #(B)(4).